Manufacturer narrative:
(B)(4).

Event description:
Lavh procedure. Trocar inserted as normal. Deployed locking flange. Locking flange broke off and pieces of plastic fell into patient. Plastic then retrieved with laparoscopic graspers. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led, an evaluation of one 5.5mm short secondary port opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There is a crack at the distal end of the cannula at the locking tabs . The trocar was received and is intact. The circular and envelope seals are intact. The device passed an air leak test. The cutting trocar functioned properly and was able to cut the media when activating the locking mechanism the system was able to twist but due to the crack on the cannula the locks were not able to be deployed visual and functional testing of the returned product confirmed the product did not meet quality specifications due to the crack on the distal end of the cannula. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: retrieving the damaged trocar took approximately 60 minutes to perform.